Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient woke up feeling unwell, hot, sweating heavily, shaking, and with their teeth chattering. The patient checked her cgm device, which displayed a ¿replace sensor,¿ message. A fingerstick was taken and the blood glucose reading was 44 mg/dl. The patient went to a relative and self-treated with glucagon nasal powder. After 20 minutes, the blood glucose reading had increased to 80 mg/dl, and after another 30 minutes, to 108 mg/dl. The patient removed the sensor. Since she had no cgm sensors left, the patient continued monitoring with a blood glucose meter. At around 1:00 am, the blood glucose reading was 228 mg/dl, and 176 mg/dl at 2:00 am. By 5:00 am, the blood glucose reading had dropped to 74 mg/dl, and the patient drank 4 oz of orange juice. At 10:30 am, the blood glucose reading was 139 mg/dl. The patient reported feeling ¿jittery¿, anxious, and ¿not feeling right internally¿, and planned to visit her doctor after the call. No further information was available regarding this. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient woke up feeling unwell, hot, sweating heavily, shaking, and with their teeth chattering. The patient checked her cgm device, which displayed a ¿replace sensor,¿ message. A fingerstick was taken and the blood glucose reading was 44 mg/dl. The patient went to a relative and self-treated with glucagon nasal powder. After 20 minutes, the blood glucose reading had increased to 80 mg/dl, and after another 30 minutes, to 108 mg/dl. The patient removed the sensor. Since she had no cgm sensors left, the patient continued monitoring with a blood glucose meter. At around 1:00 am, the blood glucose reading was 228 mg/dl, and 176 mg/dl at 2:00 am. By 5:00 am, the blood glucose reading had dropped to 74 mg/dl, and the patient drank 4 oz of orange juice. At 10:30 am, the blood glucose reading was 139 mg/dl. The patient reported feeling ¿jittery¿, anxious, and ¿not feeling right internally¿, and planned to visit her doctor after the call. No further information was available regarding this. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.